Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. No cosmetic damage noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer via phone call that the insulin pump received motor error, had to press act and bottom arrow buttons more than once to get them work. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejected new batteries and small scuff marks on the screen. The device will not be returned for analysis.